Event description:
Pt's generator was explanted due to infection at the generator site. The lead was left in place. Further f/u revealed that in 2002, the pt's parents noted that the pulse generator pocket area became rather swollen, red and inflamed. There was reportedly no exudate. The pt was taken to the hospital emergency room where the pocket was tapped. Gram stain suggested gram-positive cocci infection. There was no redness along the track of the electrodes or in the neck incision, so the decision was made to explant the generator only. The lead electrodes were inadvertently cut during the generator explant procedure, but were not explanted.